Manufacturer narrative:
(B)(4). This lot was manufactured from january 19, 2015 ¿ january 20, 2015. The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred with a large volume infusor while connected to a patient. The device was filled with flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.